Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was experiencing leakage of co2 which was determined to be coming from the umbilicus port. Upon examination, inner gasket was observed to have a cut in it. This was the initial port site and had nothing inserted through it except the scope. It was part of a fdc15 kit. It was rec'd with the obturator already in the cannula. The leak was fixed with opening a oneseal reducer cap to stop the leakage. There was no consequence to the pt.